Event description:
According to the reporter: during ladg for the third firing, the closure of the insertion at delta shaped anastomosis. The surgeon fully fired the device and made one more final push of the blue button, however could not cut the anchoring suture. Replaced by a new reload, however the same event occurred. The procedure was completed with another device. Jaws of the device locked on tissue. The device was removed from the tissue by force but no tissue damage was caused. The status of the patient is alive with no problem.